Manufacturer narrative:
One device received for analysis. Visual inspection performed and found scratched lcd lens, downstream occlusion(dso) seal bubbled, and missing battery door. The reported problem was verified during functional testing, error code 41622 was on the display. The cause was due to the optic switch. The switch was replaced.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited error code 41622. There was no patient involvement, no patient injury was reported.